Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-17510. It was reported the patient's ipg was flipping in the pocket and the physician wanted to move it to the other side of the buttocks. During the procedure on (B)(6) 2022, it was found that the lead had twisted around itself, and tip of the lead would not come out of the header. The whole system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.